Manufacturer narrative:
The biomedical engineer replaced the data acquisition to motor controller cable and returned the cable to the manufacturer. Visual inspection of the data acquisition pcba to motor controller pcba cable revealed no evidence of damage or contamination. The data acquisition pcba to motor controller pcba cable was tested and no failures were identified.

Event description:
The customer reported that during pm service the ventilator failed and during diagnostics log review it was noted error codes that indicating a data acquisition pcba adc reference failed. The customer reported the device was not in use on patient.